Event description:
It was reported that a patient underwent a laparoscopic gynecological procedure on an unknown date. The surgeon implanted the adhesion barrier during the procedure. The surgeon noticed an increase in the patient's white blood cells, resulting in the patient remaining in the hospital for four to five days on intravenous antibiotics.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted. See also medwatch 2210968-2008-00501. The same patient is represented in each medwatch.